Manufacturer narrative:
Updated the problem code.

Event description:
This report is based on information provided by a third-party service technician and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating the touchscreen does not respond to touch. The device was in use during the time of the event; however, it was reported that no patient or user health consequences or impact occurred.